Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test could not be performed due to the prime anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had no delivery alarms during prime. The blood glucose at the time of the incident was 131 mg/dl. It was stated that the customer had reverted to back up plan and it was requested that the insulin pump would be replaced. The device was returned for analysis.